Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she attempted to insert 2 sensors. Customer stated that the first sensor did not look like it was fully inserted and when she was trying to fix it, she broke it. Customer stated that the second sensor did not stick down to her properly. Customer noticed that there was blood at her site. Customer stated that the site is not actively bleeding. Customer stated that blood is not visible on the sensor connector. Customer was advised that replacement sensors will be sent in return for the current sensors.

Manufacturer narrative:
Reliability analysis inspected two opened/used enlite sensors and performed visual inspection and found both sensor needles bent inside the sensor. Unable to confirm that the customer received the sensors in said condition due to the product being returned opened/used.